Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility reported during treatment a blood leak occurred. The leak was visually observed in the red hansen line and the machine alarmed. Estimated blood loss was approx 125cc. Pt had no adverse effects. Attempts is not available.